Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) pt reported draining very slowly in drain 3 of 4. Her cycler alarmed for air detected in the cassette and drain complications. She was not able to advance the treatment. She discontinued treatment and disconnected. When she opened the cassette door she found fluid leaking. She was advised to contact her pd nurse. The set was not made available for eval. During follow up, the pt's pd nurse reported that her effluent remained clear. She did not have any signs of infection. She was not treated with any antibiotics. No adverse event reported at this time.